Event description:
November 2006: covidien regional office reports customer tightening linden luer to avoid leaks and heard a crack sound. She performed the usual draw back test to ensure no air (connection tight) syringes passed the test. With the first 2 injections, they function normally. When attempting to perform the lv injection, the extension tubing blew off the syringe. Customer reports high pressure line was a bard (B) (4) 120cm, 1000psi. Injection protocol of 15ml/sec for 20ml volume. No reported injury to patient or staff.

Manufacturer narrative:
Pending manufacturing investigation. Covidien regional office indicates product being returned for investigation. Upon receipt of product from customer in (B) (6), manufacturing site will perform an investigation. Upon receipt of that investigation summary, a medwatch 3500a supplemental report will be submitted.